Event description:
It was reported that a female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 29, 2022, the mentor failure analysis lab has received the device for evaluation however, it was noted that the wrong device was received. Follow-up attempts were made to clarify/confirm the returned device, yet multiple attempts were unsuccessful. On january 05, 2023, mentor determined the impacted device to be a 300cc mentor smooth round moderate profile with lot number 6491563. The product code was updated to 3501645. All relevant fields have been updated. A discrepancy was observed when the information reported includes a date of implantation that occurred prior to the device manufacturing date. As this is not possible, if new information becomes available, mentor will submit a supplemental report. On january 23, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 300cc breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease/fold measuring approximately 9.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).